Event description:
It was reported the colonovideoscope had secretions and residue observed in the channel, nozzle, probe cover, and auxiliary valve which resulted in a flow reduction. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, d9, g2, h6 health impact and medical device problem code (remove 1248 - restricted flow rate). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is presumed that physical damage on the probe cover is the probable cause for the event regarding foreign material adhered to the biopsy channel. The event can be detected and prevented by following the instructions for use: olympus cf-h170l/I operation manual chapter 3 preparation and inspection. Olympus cf-h170l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The reportable malfunction was found by olympus during device evaluation. There was no patient involvement.